Event description:
It was reported by counsel that claimant underwent left tha on (B)(6) 2008 and was implanted with an lfit anatomic v40 femoral head and #2 accolade tmzf stem. Allegedly she began noticing a clicking sensation in her hip that got worse over a short period of time and radiographs showed severe trunnion wear. She was revised on (B)(6) 2022, and intraoperatively it was noted " the femoral head was grossly loose on the existing trunnion which had severe gross trunnion damage."

Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown femoral head was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.